Manufacturer narrative:
(B) (4) - the ICD first underwent a status interrogation, which confirmed the battery status eri. The device had been implanted for a period of 11 months and a considerable number of 511 charge processes had been recorded. The ICD first underwent a visual examination. Traces of insulation abrasion of the lead and traces of melted titanium were found. The dot-shaped areas of melted titanium indicate a spark-over during shock delivery between the housing and the hv-1 conductor. The memory content of the ICD was checked and contained expected data. The analysis of the iegms showed that external interference in the ventricular channel and in the far-field channel led to charge processes, which were mostly aborted. It is very likely that the observed oversensing was caused by an impairment of the lead insulation. This is consistent with the spark-over and insulation abrasion traces detected during the visual examination. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was normal. Next, the signal perception of the ICD was tested and proved to be free of noise. The ICD sensed applied signals free of interference. The analysis of the ICD did not show any indications of a material defect or manufacturing error.

Event description:
(B) (4) - after an implantation time of about 11 months, sensing disturbances were reported and the ICD was at eri. Linox td 65/16, (B) (4), MDR 1028232-2009-01305.